Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, blood coagulation disorder, psychological disorder, peri-implantitis, pain, fistula, mobility. Expiration date of implant: 26.6.2018.